Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 345 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and stomach pains. The patient reported that the issue that led to his hyperglycemia was due to his omnipod personal diabetes manager (pdm) switching from auto to manual mode. The patient reported once in manual mode they were able to bring their blood glucose levels down to 219. The patient was treated with intravenous fluids, intravenous saline, zofran, and tramadol. The patient did not recall the dosages of the medications used. The patient also had lab work, a blood gas test, a urinalysis, and a computed tomography done. The patient was released the same day.